Event description:
It was reported that during a hals right colectomy procedure, the surgeon's hand went in and out of the device twice and then it tore, while the surgeon was tightening the iris valve. No patient consequences.